Event description:
It was reported that a female patient born in (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The patient also suffered cardiac arrest and prolonged hospitalization. During the ablation phase of an afib case, a cardiac tamponade was noticed after a steam pop as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 2 bags of fluid were removed from the patient, and then the patient coded. Chest compressions and cardioversion were initiated and the patient came back. At that point the patient had to be taken to the operating room (or). The steam pop was at the lower left ridge, and they were ablating at 45 watts and sure point value was 589 and average force was 8 grams. The physician stated that they might have been over ablating and the wattage was too high. Of note the patient was already pretty sick prior to the ablation procedure. The adverse event was discovered during use of biosense webster products. The physician noticed steam pop and saw the effusion grow in the left ventricle (lv) in real time so it was caught right away. The physician¿s opinion on the cause of this adverse event is that it was procedure and patient condition related. The patient¿s ejection fraction (ef) was low to begin with, but the real cause of the adverse event was because of over ablating. The patient outcome of the adverse event is unknown. The patient required extended hospitalization because of the adverse event. A transseptal puncture was performed with a brk needle and crossed with agilis sheath. The irrigated catheter flow setting was 15 ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation as intended. The visitag module parameters for stability used were sure point settings, impedance drop of 1 ohm and tag size of 3.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).